Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2003 the patient underwent left total hip arthroplasty and was implanted with the above components. It is further alleged that on or about (B)(6) 2010 the patient underwent a left acetabular revision.